Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, all keypad buttons intermittently responded to user input when pressed, it was noted that the buttons spring back was slower than normal, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button is reportedly "sticking" and not responding when pressed. The reporter claimed that the ok button appears "smashed or sunken" in. The reporter also denied tears or peeling of the keypad. There was no adverse event associated with this complaint.